Event description:
During the initial surgery the lordotic lateral spacer broke resulting in an unspecified delay in the case. The doctor removed the spacer and placed another of same size. No adverse effects to the patient. Incident deemed reportable based on previous incident.